Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed non sustained right ventricular oversensing due to post paced t wave oversensing on the defibrillator. No programming changes were made.